Event description:
It was reported that during set up for a rotator cuff procedure the console was showing e8 wand error and the procedure had to be completed with a competitor device. A delay shorter than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the instructions for use found: the wand is supplied sterile. The wand is intended for single use only. Do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the unit intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n:(B)(6) warranty seal which is not broken and in its original condition. The unit was returned with a bent top cover; no visible manufacturing abnormalities were found; during functional evaluation the quantum 2 controller was powered on with a connected foot pedal device and a test wand and the message ¿press any button¿ appears; an error e-8 immediately occurred as reported with an acoustical alarm sound and a red attention led; the failure message could not be reset; the complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include (1)a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.